Event description:
Signs/symptoms of local anesthetic toxicity reported. Hotline call from pt approximately 8 hours post op. Pt complained of metallic taste in mouth and nausea for 3 hours. Pump infusing at 5 ml/hr with o.5% bupivacaine. Pt would have received approximately 200mg from the on-q. It is unknown whether pt received additional local anesthetic as a pre-op/post-op bolus. Tubing clamp was not on tubing, so pt could not close clamp to stop infusion. A call was immediately placed to pt's doctor. The doctor on-call called the pt and advised pt to remove the pump. Pt's spouse was walked through the removal of the catheter by the hotline, r.n. Catheter was removed without difficulty. Doctor and o.r. Staff were accustomed to using 0.5% with a 2 ml/hr pump. Using a 5 ml/hr pump with 0.5% exceeded the maximum recommended dose. Max dose = 400mg/day. Pt would have received 600mg/day with this infusion. The doctor and staff are aware and will use lower concentraton in the future. Pt also may have had additional bolus of local anesthetic during surgery.